Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and excessive no delivery alarms. Customer's blood glucose level was 514 mg/dl. Troubleshooting for no delivery alarm was performed. Customer advised the no delivery issues occurred a few weeks before their high blood glucose level reading. Customer advised the reservoir change resolved the issue. Customer does not want to return the set or the reservoir for analysis. Customer was advised to call back if alarm recurs.